Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot numbers h12k14047, h12l07031, h12i27059 and h12j01053 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with fortaz (dose, route, and frequency unknown) and ciprofloxacin (oral, dose, frequency unknown) for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.